Event description:
It was reported that during the last follow up the lifetime calculation was around 3 years. During actual follow up the lifetime calculation was around 1.5 years. There were some artifacts in the atrium channel. Tech services said the longevity seems accurate and device should be sent back for analysis after replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.